Manufacturer narrative:
Fluid was observed to leak from a tear in the unexposed portion of the soft cannula which contributed to fluid on the commutator cap, causing the rotational sensor malfunction and resulting alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod for less than 1 hour. Investigation of pod found damage to the cannula. The complaint was originally coded for pod error hazard alarm during operation and high blood glucose levels.

Manufacturer narrative:
Correction: additional information in investigation conclusion: the pod generated an 0x40 hazard alarm indicating rotational sensor maximum open count exceeded. False closed pulses were observed at the end of the pods run which led to generation of the alarm. Fluid was observed to leak from a tear in the unexposed portion of the soft cannula which contributed to fluid on the commutator cap, causing the rotational sensor malfunction and resulting alarm.